Event description:
It is reported that the pt was revised due to the tibial component loosening. There was no cement present on the tibial component when removed. It is also reported that there were large cysts behind the femoral component in-between the cement and the bone interface. The femoral component was not loose. The surgeon chose to revise the femoral component any way.

Manufacturer narrative:
This report will be amended when our investigation is complete.